Event description:
It was reported the rv lead was replaced due to undersensing. In addition, the lv lead (model 4194) was explanted due to unacceptable thresholds. No patient complications were reported as a result of this event. The device was returned for analysis after being explanted due to premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. It was reported the rv lead was replaced due to undersensing. In addition, the lv lead (model 4194) was explanted due to unacceptable thresholds. No patient complications were reported as a result of this event. The device was returned for analysis after being explanted due to premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No conclusion can be drawn undersensing.